Event description:
Patient reported "lump under my armpit and doctor said it was swollen lymph glands."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/19 and 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps", "severe pain", "capsular contracture" and "rupture". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture,", physician confirmed baker grade IV. Patient further reported "severe pain," "discomfort," "sharp shooting pains," "lumps," lumps under my arm pits," "fluid around the breast confirmed in my ultrasound" "double capsule," "rupture," and "I am beside myself with worry." Patient additionally reported the events of "headaches" and "fatigue" which are not device related. The device has been explanted.